Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced an infection. Also, the patient states that the device was not working. A revision surgery was scheduled to explant and replaced the device; however, it had to be postponed due to the infection. No further details were provided.